Manufacturer narrative:
Analysis was able to confirm the broken display. Analysis also noted that the hanger was broken and the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working and had a broken display. The epg also required calibration. The epg was returned for service. There was no patient involvement.